Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the imt module and ran qc, which were within range. The cause of the discordant, falsely depressed na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on two patient samples upon initial testing on a dimension vista 1500 instrument (serial number (B)(4)) and upon repeat testing on an alternate dimension vista 1500 instrument (serial number (B)(4)). The discordant results were reported to the physician(s). The samples were repeated multiple times on an alternate dimension vista instrument (serial number (B)(4)) and obtained corrected results upon last repeat. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.